Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per tm as you can see from the video the ultrasound screen appears grainy, somewhat like its raining. As a result picture quality is not great. Sherlock isn¿t functioning. When they switch over to the sherlock icon they get the picture of a usb plugging in to the machine port. They have tried all usb ports and get the same error message.